Event description:
The customer reportedly obtained a 120mg/dl and 45mg/dl blood glucose comparison on the accu-chek compact plus system. The caller states the day before, the customer obtained an additional comparison with blood glucose results 102mg/dl and 56mg/dl on the accu-chek compact plus system. On both occasions, test results were obtained within 10 minutes. The customer felt hot and sweaty with each set of comparisons. She ate some raisins and drank a coke. The customer felt better shortly after treatment. No adverse event reported. New system sent to customer and return requested.